Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the incision at the ipg pocket site (left flank) had dehisced. Surgical intervention was undertaken wherein the physician decided to explant the entire scs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.